Manufacturer narrative:
The handpiece was rec'd at the MFR for svc and eval. During the investigation, a run-on condition was found and then reported. Based on the investigation details, the likely cause was the e-box motor fet stuck, which was replaced along with other components.

Event description:
The handpiece was returned of the MFR for svc, and during the investigation, the device continued to run on its own. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.